Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate of 85 units that remained static even as insulin was being delivered. There was no adverse impact to the customer's blood glucose level. Customer was educated by technical support that this issue can occur due to a large variance in measured pressures used to calculate insulin remaining, and once the insulin amount matches the static number, the fill estimate will count down normally. Caller understood and acknowledged the explanation.